Event description:
On 6/10/97 bilateral plates and screws were inserted. Pt experienced good relief of presenting until 4 months post-op. At that time, he bent over and felt a pop in his back. MRI documented a screw fracture on the right side. Pain progressively increased since. On 2/3/98, the right plate and screws were removed. The s1 screw was fractured.